Event description:
It was reported that a patient underwent a radical pancreaticoduodenectomy on (B)(6) 2023 and suture was used. During the procedure, when the surgeon attempted to sew pancreas, the suture broke into two strands. The doctor removed the suture and re sutured it, causing secondary trauma to the patient's pancreas. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please provide further details to the secondary trauma to the patient¿s pancreas? Please describe. Is the secondary trauma to the pancreas just due to the re-suturing that was performed? Was the patient treatment¿ or post-operative care altered in anyway due to the re-suturing on the pancreas during the initial procedure? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the re-suturing on the pancreas that occurred during the procedure? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown.